Event description:
Additional information received indicates both leads were confirmed fractured upon explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that both of the patient's t12 leads had all contacts with impedances. Surgical intervention was undertaken wherein both t12 leads were explanted and replaced.